Event description:
Patient was lowering overbed table and the table suddenly dropped while holding the release bar. Hit wrist and pulled upper arm causing a fracture. Patient's bony structure was weakened secondary to previous disese process. Patient was treated in surgery for the fracture. Appears to be recovering well. Bedside table was found to not be operating correctly after the incident and was removed from service for repair. Could not be repaired and ws retired from serviceinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure, mechanical problem, telemetry failure. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.